Event description:
It was reported that the patient underwent a lumbar laminectomy and discectomy to treat lumbar spondylolisthesis with lateral recess stenosis and post laminectomy syndrome. It was reported that one of the break-off tabs dropped out of the self-retaining driver during a posterior lumbar interbody fusion. The break-off tab was left in the patient. The patient underwent a surgical procedure to remove the break-off tab. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.